Manufacturer narrative:
A ge field engineer that was dispatched to the site noticed that the vinyl cover on the foot pedal for the table was loose. It was surmized that this vinyl cover jammed the foot pedal in the "release" position not allowing the table locks to engage. The field engineer re-glued the vinyl cover to the foot pedal at the site.

Event description:
It was reported that as the patient was being placed onto the table top, the table top moved startling the patient which lead to the patient falling to the floor. Initial report was that the patient had received a broken knee from this incident.